Manufacturer narrative:
This event occurred in (B)(6). The field service representative (fsr) performed a preliminary investigation on the meter. The meter was decontaminated, configured and qc was run 20 times and all results were within the acceptable range. The meter was requested for further investigation.

Event description:
On 18-oct-2019, the initial reporter stated that for three years, they have recovered low glucose values for an unspecified number of patient samples tested on the accutrend plus meter. The specific date of the event is not known. Glucose values measured on the accutrend plus meter will generally be between 40 and 60 units lower compared to measurements performed with an unknown laboratory method and a roche accuchek device. No units of measure were provided and no specific patient data was provided. The reporter states the issue will occur with multiple accutrend glucose ii test strip lot numbers. No specific lot numbers or expiration dates were provided.

Manufacturer narrative:
The customer returned the meter for investigation. Qc testing was run on the returned meter and passed. The customer did not return any test strips. Without these strips to investigate a specific root cause could not be determined.